Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted; (B) (6). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 04/16/2010 and 04/23/2010); however, no additional information was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.